Event description:
Additional information was provided by the doctor. The intraocular lens (iol) was exchanged 17 years after being implanted on right eye (od). Iol luxation was observed in 2016. The event was reported as resolved after iol exchange. Per the surgeon, the device did not caused or contributed to the event.

Manufacturer narrative:
Evaluation summary: the sample was sent by the complainant to a third party for evaluation; results have not been provided. Product history records were reviewed and the documentation indicated the product met release criteria. There are no other complaints in this lot. Pictures were provided and reviewed. There are two dark field technique slit lamp photos of a pseudophakic eye. Both images are focused in the anterior segment in general and may not be appropriate for an accurate evaluation. The pictures show brown pigment in the lower section of the cornea; it cannot be determined if such pigment is located at the endothelium, and the pupil shape is observed to be slightly irregular. The iol shows slight opacification (unable to determine with the photos if it is located in the surface or in the body of the lens) and multiple brown opacifications; unable to determine if such opacifications are compatible with microvacuoles, or if they are located at the iol surface (posterior or anterior) level. Although the iol described observations on the photos are not conclusive, these observations might be compatible with glistenings and sub-surface nano glistenings (ssng).

Event description:
Additional information was provided by the reporter. The surgeon reported that the lens had no quality issue. The iol was dislocated and the surface was graying on the front and rear, as if fogged over.

Manufacturer narrative:
The product was not returned for analysis. Product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. The root cause has not been identified. (B)(4).

Event description:
A doctor reported that an intraocular lens (iol) was explanted due to the material changed observed in the iol . The explantation was performed in a different facility. Additional information has been requested but not received. This is one of three medical device reports being filed for the same facility.